Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Five retained samples of the product with the same lot number were visually and physically tested per specification. Through this test, it was observed that all retained samples were found to be acceptable with passing results. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: mini-spike dispensing pin - leakage. Detailed inquiry description: prepared vials as per usual, air was not added, when vial was flipped to withdrawal into syringe we had leakage into filter of the dispensing pin. Occurred with cetuximab 100mg/50ml vial. No injury reported.